Manufacturer narrative:
Neither the device nor any imaging could be provided for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported by a patient that a revision surgery was done 1 year following a revolve rod breakage post-operatively, causing patient pain.